Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Healthcare professional reported "deformity and disproportion". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported "deformity+ disproportion". This record is for the "right" side. The device has been explanted.

Event description:
Healthcare professional reported "deformity+ disproportion". This record is for the "right" side. The device has been explanted.

Manufacturer narrative:
Clarification to h6 health effect - clinical code e2402: this code captures the event of visibility/palpability (deformity+ disproportion). A review of the device history record has been completed. No deviations or non-conformances noted. The event of visibility/palpability is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deformity+ disproportion".